Manufacturer narrative:
The investigation determined the scroll bar is positioned at the same place as the previous order (at the bottom) when moving to the next order. When loading the next order, the software initially places the scroll bar at the top and then moves very quickly to the bottom. The software internally considers that all tests were checked. This issue was created in infinity software version (B)(4). This version allowed for the possibility to save the position of the scroll bar for the "validation by test" screen. The software saved the position of the scroll bar for all validation screens and not only for the "validation by test" screen. This is a verified software issue. Different versions of infinity software were tested and the issue was only reproduced with infinity version (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an issue with cobas infinity core license software. The customer stated that when they have more than one test order to validate and these orders have more tests on them than the computer screen is able to display they have to scroll to move inside of the test table. When the customer goes inside this screen and attempts to validate the tests, a pop-up appears alerting the customer that some of the tests have not been seen and the customer is not able to validate the tests. If the customer scrolls down on the bar to the bottom of the table, they are able to validate the tests. This behavior is as expected in order to force the user to review all tests before validation. Then, when the customer moves to the next order, the scroll is already at the bottom of the validation table and the tests can be validated even though the tests at the top of the screen have not been reviewed. The customer tested this behavior using (B)(6) browsers and the same results were obtained. The customer expects that when they navigate into different test orders and they don¿t see all the results, the pop-up alerting them that some tests have not been seen should occur. What actually happens is that when the customer navigates into different test orders and they don¿t see all the results, they can validate the test order. This could cause the user to potentially validate results that have not been reviewed. There was no allegation that an adverse event occurred. No patients have been affected by this issue.